Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 40 days no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with complaints of dizziness, lightheadedness, and dark stools for 3 days. Hemoglobin & hematocrit (h&h) upon admission was 4.6 g/dl & 15.1%. At the time of the event, the patient was taking the anticoagulants aspirin and warfarin. The patient was started on a protonix drip and transfused 2 units packed red blood cells (prbcs). H&h rose to 5.9 g/dl & 18.6%, so the patient was transfused 2 additional units of prbcs. On (B)(6) 2018 an esophagogastroduodenoscopy (egd) showed no source of bleeding. On (B)(6) 2018 h&h continued to be low so patient was transfused 2 units prbcs. A push enteroscopy on (B)(6) 2018 showed an actively bleeding arteriovenous malformation (avm) in the mid proximal jejunum that was treated with argon plasma coagulation. H&h remained stable following treatment of avm. Patient's aspirin dosage was decreased from 325mg per day to 81mg per day. The gastrointestinal (gi) bleed reportedly resolved on (B)(6) 2018.

Manufacturer narrative:
Device evaluation: the patient remains ongoing on lvad support. A direct correlation between hm3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.